Event description:
It was reported that during arthroscopy procedure, denervation with application probe reinforcement of both leaves with central fibrewire and truepass, thereby covering the leaves. This broke the truepass inside the patient and all parts could be recovered. No significant delay and it is unknown how the procedure was completed. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found that the device was returned in a partially disassembled state. The suture capture door, torsion spring, and suture capture door pin were missing from the device. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force, rough sterilization processes, or uneven capture. No containment or corrective actions are recommended at this time.